Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter was inserted on nov 8. On dec 5, leak from the insertion site was found. The user confirmed leaking when infusing into the proximal lumen. He/she removed and checked the catheter, but could not find any damage visually.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter and other kit components for analysis. Signs of use in the form of biological material were observed in the catheter body. Visual inspection of the catheter showed no defects or anomalies. The total length of the catheter measured to be 219 mm which is within specifications of 217-227 mm per product drawing. The outer diameter of the catheter measured 2.39mm which is within the specification of 2.39-2.49mm per catheter extrusion graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush additional lumens (if present) with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." The extension line flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional leak testing. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit states, "flush additional lumens (if present) with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s)." The customer report of a catheter leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing, including functional leak testing performed per bs en iso 10555-1. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the catheter was inserted on (B)(6) 2022. On (B)(6) 2022 leak from the insertion site was found. The user confirmed leaking when infusing into the proximal lumen. He/she removed and checked the catheter, but could not find any damage visually.